Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that table shifts made with cma move in the wrong direction in mosaiq. Based on the available information there has been no actual mistreatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the related information. When the customer was positioning a patient for treatment using mosaiq with xvi (x-ray volume imaging), they went to make a shift (move) after taking an image and used cma (couch move assist) from the control room. They noticed the table top moved 3 cm in the unexpected direction when the shift was only 2mm. They immediately stopped and found that the table was stuck so they moved the table to the correct position and treated the patient. Elekta's investigation checked the equipment logs (machine log and audit log). It was determined that the necessary offset shifts would be inferior = 0.16, anterior = 0.52, and right = 0.14. When couch move assistant was opened, the "start" values for couch were as follows according to the logs: the "actual" couch values are updated as the couch moves for elekta machines. These values were the same as those noted for the "start". The "target" couch values are calculated by applying the shift offsets to the "start" couch values. In summary, the couch values on the cma form showed the appropriate couch targets were sent by mosaiq according to the machine log. When these shifts are applied, the couch does move in the correct direction laterally as it goes from -2.64 towards -2.5. However, instead of stopping at the -2.5 target, the couch continues beyond the target until it reaches 1.3. There was nothing found in the logs to explain why the couch moved beyond the lateral target position. After reaching this point, the couch is moved back in the opposite direction until the intended lateral target of -2.5 is achieved. Mosaiq worked as designed and intended by sending the correct couch targets. The couch was in the desired position (all couch targets reached) prior to treatment delivery and there was no mistreatment. Elekta have been unable to reproduce the issue and cause could not be determined.